Event description:
It was reported that the user experienced low blood glucose while using the ilet, with a nadir of 56 mg/dl and subsequent hyperglycemia up to 288 mg/dl after treating the low and consuming an unannounced bedtime snack; the device provided a low glucose alert, and the user had been advised by their healthcare provider to reset the ilet, with the agent recommending waiting for glucose to stabilize before a factory reset. Symptoms included no reported clinical manifestations of hypoglycemia or hyperglycemia. Outcomes included transient low and high glucose values without hospitalization or medical intervention beyond oral carbohydrate intake. Investigation included agent-led troubleshooting and user education focused on meal and snack announcements and appropriate hypoglycemia treatment. Investigation of this case revealed that the likely cause was a missed meal announcement combined with overtreatment of hypoglycemia, leading to subsequent hyperglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that user-related factors, including missed carbohydrate announcement and excessive carbohydrate intake for hypoglycemia treatment, were the primary contributors.